Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Patient code (B)(4) and evaluation conclusion code, result code, and method code no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-jun-18. It was reported that the pump stopped working and the patient experienced a loss of therapy. The pump was replaced on (B)(6) 2019 (note: this conflicts with the previous report that the pump was explanted on (B)(6) 2019) and the patient resolved without sequelae.

Manufacturer narrative:
The pump was returned and analysis identified wearing on the motor shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The attached medwatch was received on 2019-jul-09. The document contains no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen ("4000 to 2000 mcg/ml" at 1277 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to spinal cord injury. It was reported that the patient was at home when he heard the critical pump alarm. The pump was interrogated and an active motor stall was seen. The pump was being replaced on (B)(6) 2019 and the pump was going to be returned for analysis. No patient symptoms were reported. No further complications were reported.